Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The united states of america customer reported "reagent probe is leaking." The customer completed testing using alternative instrument. The field service replaced the aspiration and dispense check valve causing this malfunction. The instrument is fully operational, within specification and ready for the user. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.